Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer stylus and cursor did not align with the display cursor. It was indicated that the xy printed circuit board (pcb) was out of specification. It was also indicated that the printer keypad was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.